Event description:
A female admitted with diagnosis of acute cholelithiasis. The pt was scheduled to undergo exploratory laparoscopy and laparoscopic cholecystectomy. Intra-operative per surgeon, the gallbladder was removed from the gallbladder bed using electrocautery. During this process, it was noted that the spatula had broken in the pt's abdomen. A kub (kidney, ureter and bladder) was required to identify location of broken piece. Electrocautery broken tip removed in its entirety. A second kub was performed post-operatively for clearance. Additional anesthesia time to provide kub intra-operatively was not noted when medical record reviewed for this report. Addendum: conmed has been notified of this incident.